Event description:
It was reported undefined charging errors occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no further action was required.